Event description:
Ous MDR - the balloon burst during procedure.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The panter a leo was returned in fully deflated state with a small amount of contrast medium residue inside the balloon. During the technical investigation the complaint instrument was inflated. At a pressure of 2 to 3 atm a leakage was observed. The leakage site is located at the proximal balloon shoulder. It appears that the balloon shoulder was pressed against a sharp object and was sliced open. The damage most probably has occurred, e.g. During crossing of the previously placed stent. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations no manufacturing or material related root cause was determined